Event description:
Addendum to initial MDR to document information from medical records provided by the patients attorney: (B)(6) 2006: the patient was diagnosed with a ventral hernia and underwent repair with implant of a bard/davol flat mesh (device #2) and a bard/davol composix kugel (device #1). 05/ni/2013 - the patient suffered from abdominal pain and swelling. The patient was diagnosed with recurrent ventral hernia and revision of the composix kugel hernia patch was planned. However, due to acute diverticulitis requiring hospitalization, this surgery was canceled. (B)(6) 2014: the patient presented to the hospital with complaint of abd pain and was diagnosed with an acute diverticulitis episode and was managed conservatively at the hospital. (B)(6) 2015 - the patient experienced a resurgence of severe abdominal pain with constipation. (B)(6) 2015: the patient was diagnosed with sigmoid colon stricture with cecal ischemia secondary to cecal ischemia, serosal injuries to cecum times three, ventral hernia and underwent an exploratory laparotomy with sigmoid colon resection, colostomy creation, mobilization of splenic flexure, repair of colon injury to cecum, removal of abdominal wall mesh (device #1 and device #2) totaling 400 cm², and placement of superficial vacuum-assisted closure dressings. Per the operative report details, ¿immediately, a large piece of prolene mesh (davol flat, device #2) was encountered. There was no way to dissect around the prolene mesh as it extended laterally for some distance. The mesh was opened up along the midline and dissection continued inferiorly being sure to remove the greater omentum off the anterior abd wall. Ultimately, an entire laparotomy incision was created through the mesh (davol flat, device #2). In the process of this, an inner layer of gore-tex mesh (ck) was also identified. Anterior abd wall was dissected off of the abd viscera throughout the abd. The colon had been entered within the abd and there were significant quantities of exposed mesh. I thought that this would create a situation where mesh infection would be highly likely. Therefore, I elected to remove the abd mesh so that this risk was eliminated. There was an inner layer of gore-tex mesh (composix kugel, device #1), which was dissected free from the abd wall. The piece of prolene mesh (davol flat, device #2), which had been split, was also dissected free from the abd wall. This appeared to be an overlay piece of mesh and it was removed in its entirety.¿ (B)(6) 2015: the patient had follow up office visit and noted to ¿be doing well, ostomy working without issues.¿

Manufacturer narrative:
This is an addendum to the initial emdr to document additional information and medical records, including implant operative report and explant operative report, provided by the patients attorney. Additional information identifies a bard/davol flat mesh (device #2) implanted as an overlay during the implant procedure of the bard/davol composix kugel (device #1). Currently, it is unknown to what extent the bard/davol composix kugel (device #1) may have caused or contributed to the reported event. It is alleged the patient experienced pain, swelling, hernia recurrence, bowel injury, additional surgery and explant. Recurrence is a known inherent risk of surgery, and recurrence and inflammation are listed in the instructions-for-use a possible complication. No sample was returned for evaluation; however, a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the currently available information, no definitive conclusion can be drawn. The subject product is part of the composix kugel recall. This emdr represents the bard/davol composix kugel (device #1). A separate emdr is submitted for the implanted bard/davol flat mesh (device #2). Should additional information be provided a supplemental emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date medical records have not been provided. It is alleged the patient experienced pain, swelling, hernia recurrence, bowel injury, additional surgery and explant. Hernia recurrence is listed as a possible known adverse reaction in the instructions-for-use. With the currently available information, no definitive conclusion can be drawn. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The subject product is part of the composix kugel recall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery to repair a ventral hernia with implant of a bard composix kugel hernia patch. On (B)(6) 2013 - the patient suffered from abdominal pain and swelling. The patient was diagnosed with recurrent ventral hernia and revision of the composix kugel hernia patch was planned. However, due to acute diverticulitis requiring hospitalization, this surgery was canceled. On (B)(6) 2015 - the patient experienced a resurgence of severe abdominal pain with constipation. On (B)(6) 2015 - the patient was admitted to the hospital. Doctors determined that the patient was suffering from a colonic stricture and performed a colon resection, including removal of the ck mesh. Over the course of the patient's recovery, the patient was treated with a wound vac that was placed over a large abdominal opening that required routine cleaning and changing. This process was painful and difficult for the patient, in addition to requiring extensive home health care and follow up doctor visits. It is alleged the patient experienced abdominal pain, swelling, hernia, bowel injury, additional surgery and explant.